Event description:
An event of pocket infection was reported. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.